Manufacturer narrative:
Investigation revealed that there was no system malfunction. While utilizing excelsiusgps it was reported to globus medical that both implants at t10 were removed and replaced. An investigation of the case logs revealed that the root cause was a pre-operative merge shift. The lateral fluoroscopic image used for the merge at t10 contained a tracking error, causing a lateral merge shift. Merge shifts can cause can a loss of navigational integrity. A tracking error can occur if the position of the c-arm or patient changes from when the x-ray was emitted to when the x-ray image comes over to the system.in order to determine if there is a tracking error, we recommend checking that the centroid for a particular level is in the same position relative to the vertebral body for all of the ap and/or lateral images. Ultimately, the user aborted usage of excelsiusgps and replaced the misplaced implants using traditional methods with no adverse effect to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that after all six screws were placed, control x-rays were taken, which showed that only the two screws at t10 were misplaced. The other screws were placed accurately. The surgeon replaced the t10 screws using the traditional technique. There were no adverse effects on the patient. No globus representatives were present during the case. This event occurred in germany.